Event description:
A customer reported dissatisfaction with multiple aspects of the insulin pump and mobile app usage, including difficulty in filling and loading the cartridge, charging the pump, and using the t:slim mobile app, which they found difficult to use. Despite expressing dissatisfaction, particularly with alarm notifications, the customer was very satisfied with the pump and cgm bluetooth connectivity, as well as the control-iq technology. There was no adverse impact to the customer¿s blood glucose level reported. Further information from the customer was anticipated, and a callback was planned to provide assistance and gather additional details.